Event description:
It has been reported to philips that the movements of the allura device were unavailable. No harm has been reported to philips. A philips remote engineer assessed the log files and identified that the amc drive of flexmove was not detected. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the vascular diagnosis procedure got aborted and the patient was moved to another room. The philips engineer inspected the system onsite and confirmed that the system had a geometry issue due to faulty two amc drivers. To resolve the issue, the two amc drivers were replaced by the philips engineer and the system was returned to use in good working order.